Event description:
The article, "atrial fibrillation screening on systematic ambulatory electrocardiogram monitoring after percutaneous patent foramen ovale closure: a prospective study", was reviewed. This research article is a prospective multicenter experience to evaluate the incidence of atrial fibrillation (af) within 6-month following patent foramen ovale (pfo) closure with serial 24-hour ambulatory electrocardiogram (aecg) monitoring. Amplatzer pfo occluder, amplatzer cribriform occluder and occlutech occluder (occlutech) were associated with the study. The article concluded in highly selected patients, incidence of af, evaluated with 3 systematic 24-hour aecg within 6 month following pfo closure, was low (<5%). [The primary author is florence leciercq, md, department of cardiology, university (B)(6)].

Manufacturer narrative:
As reported in a research article, a complication from pfo closure included palpations during the first 3 days following the procedure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use for the cribriform occluder, (B)(4) revision a "contraindications: treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects."